Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) device was explanted and returned to guidant due to allegations of premature battery depletion.